Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible intermittent oversensing of far field r wave in the atrial blanking period, and does not appear to alter device function. The ra lead remains in use. No patient complications have been reported as a result of this event.